Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline device that failed to open in the distal section. No patient details will be made available. The patient vessel tortuosity were asked but unknown. It was reported that when the device went up, it did not open the distal portion, making the cap and repeating the opening, without success, thus, it was necessary to use a new device, with successful implantation, without harming the procedure and the result to the patient. It was indicated that all devices were prepared as per the instructions for use (IFU), and it is unknown if there were patient symptoms or further complications were reported as a result of this event.